Manufacturer narrative:
Literature citation :yusuke funakoshi, m.d., junya hanakita, m.d., toshiyuki takahashi, m.d., manabu minami, m.d.,yasufumi ohtake, m.d., and yuki oichi, m.d. ; "the state of treatment for osteoporotic vertebral fractures at spinal disorders center." Mean age: 77.4 years(55-94 years) 25 males, 52 females. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in an abstract that total of 77 patients/91 vertebrae underwent balloon kyphoplasty. As postoperative complications, in 7 patients cement extravasation was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.